Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the surgeon was performing a left shoulder orif of distal clavicle fracture, open coracoclavicular ligament repair with twin tail tightrope augmentation. During use of the 4 mm cannulated drill, ar-1204l, appropriate position for the medial drill tunnel on the clavicle was determined, then drilled. The reamer had a small burr on the tip and as the segment was reamed, a small fragment of the end of the reamer broke off in the middle of the clavicle. The broken tip was not in a bad place, and the decision was made to leave it where it was, as it was not possible to fish it out without opening the clavicle up. Additional information provided 10/8/2019: fluoro was used to identify the location of the fragment, so there is not a radiology report available. The tip was secured by the bone itself. No other securement was done to the or manager¿s knowledge. The drill that was involved is retained by risk management and will not be returned.